Manufacturer narrative:
(B)(4). The evaluation of the device is yet to be completed.

Event description:
Report received that the ventilator shut down. The ventilator was not on a patient at the time of the event.